Manufacturer narrative:
On 02/07/2017, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/10/2017, patient exams analyzed and found the tracer pattern focused primarily on the forehead and did not encapsulate the area of interest.

Event description:
A medtronic representative reported that while in a catheter-based procedure, the surgeon alleged an inaccuracy occurred. The surgeon initially had an exam that had 3 millimeter slices that were re-formatted to 1 millimeter slices. The surgeon registered and deemed being accurate on the skin, however, the surgeon ultimately noted a 1 centimeter inaccuracy. The surgeon abandoned navigation and soft-passed the shunt to complete the procedure. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient demographics have been provided. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.